Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs trial system on (B)(6) 2011 including two percutaneous leads. Following the procedure, it was reported that the patient developed a strong headache that intensified when she sat up. Follow-up on this matter found that although not resolved completely, the intensity of the patient's headaches has reduced. An appointment has been scheduled to have the leads removed. No further information is available.